Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when a patient image was loaded into the system via universal serial bus (usb), the system displayed, "media input/output (I/o) error, unable to interpret header data." Issue persisted on multiple patient images. The field representative (rep) noted that the system did not prompt structured or instructed digital intercommunication of medicine (dicom) format options when inserted. There was no patient involvement. The scanning company could not be scanning according to protocol was noted to be the probable cause.